Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary tower user experienced a data center network issue that prevented adt and pis messages from reaching the es server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user experienced a data center network issue that prevented adt and pis messages from reaching the es server. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data center network issue prevents active directory and pis messages. A technical support specialist (tss) dialed into all the servers listed in the case and ran a downtime query. Tss checked all servers showed current carefusion coordination engine (cce) messages with no disconnected flags. Tss found that one of the servers, stations had an issue where the available processing xml was stuck at "17." Tss restarted the bd external messaging, bd pyxis external communication, and bd pyxis external inbound processors services, after which the value returned to "0 issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.